Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age who underwent breast prosthesis implantation with an unspecified mentor gel implant, suffered several unexplained systemic symptoms, including chronic fatigue, brain fog, difficulty concentrating, significant memory loss, muscle and joint pain, dry skin, weight problems, insomnia, double vision, vision problems, decreased libido, terrible night sweats, metallic taste, vertigo, frequent gastros, intolerance to hot and cold temperatures, repetitive yeast infections, skin rash, headaches, frequent numbness of the left side of the face and left shoulder blade, depression, heart palpitations, shoulder pain, back pain, hip pain, sensitivity to noise and light, numbness in the arms and hands, anxiety, muscle weakness, shortness of breath, significant mood swings, nausea and vomiting. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.